Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker system had exhibited sepsis. The patient was put in hospice care and eventually passed away. Subsequently, the system was explanted and returned.